Event description:
Graft failure of integra bovine pericardium implanted in patient during previous surgery. Graft intact at suture line but deteriorated centrally. Manufacturer response for dural graft, integra bp dural graft 6x8cm (per site reporter). They will investigate.